Event description:
It was reported that during pre-surgery, it was observed that the cutter device broke inside the attachment device. There were no delays to the planned surgical procedure. It was further reported that after checking the device, it appeared that there was not any part of the burr remaining in the attachment and the mechanism rotated freely. An identical spare attachment device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Common device name and device product code was unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown; the device manufacture date is unknown.. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.